Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported an inserter broke during a revision for pseudo repair. The tip of the driver was broken off. It is unknown what implants were removed during the revision.

Manufacturer narrative:
The returned inserter was examined. The tip was found to have fractured off, likely in relation to the patient's hard bone. A review of the manufacturing records did not identify any issues which would have contributed to this event.